Event description:
It was reported that the bd needle 18x1-1/2 blunt fill had foreing matter. The following information was provided by the initial reporter: material # 305180 . Batch # 1117352. Verbatim: rcc received a complaint via email. We use bd blunt fill needles and precisionglide needles within our manufacturing process and wanted to reach out with a quick question for your team. As part of an internal investigation, we¿re assessing all possible sources of a stainless-steel particle that was recently observed during product inspection. To help rule out potential contributors, could you please let us know if bd has any historical data, complaints, or awareness of instances where particulate shedding or residue from the manufacturing process has been observed on either of these needle types? At this stage, we¿re simply gathering background information to understand whether such occurrences have ever been reported or could be considered a possibility. Thank you very much for your time and support ¿ any information or references you can share from your quality or technical teams would be appreciated. Additional information provided: 1. Can you please provide an exact date the reported issue was identified in mm-dd-yyyy format? (B)(6) 2025. 2. Can you please provide the material number and lot number of the bd blunt fill needle associated with reported issue? Material #: 305180, lot #: 1117352. 3. Can you please provide the material number and lot number of the precisionglide needle associated with reported issue? Material #: 305195, lot #: 4270033. 4. Is there a photo or sample available for analysis? Still trying to track down a picture?

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Additional information: (h) added device mfg date. Investigation results: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.

Event description:
No additional information.